Manufacturer narrative:
Complaint confirmed. Visual evaluation confirmed that the outer tube hood of the ar-8500fos had been bent around the cutting head. Chipping was observed along the outer diameter of the hood, at the interface between the hood and the cutting head, consistent with a site of metal debris production. Material analysis confirmed that the device met all as-received specifications. This event is most likely caused by the application of user applied mechanical forces via prying/leveraging against bone or hard tissue.

Event description:
It was reported that during a procedure, the rotating portion of the oval burr, ar-8500fos, made contact with the hood and torqued the hood around the fluted burr. This happened twice in this case with two of the same burrs from different lot numbers. No adverse effect to the patient. Additional information provided 9/3/2019: procedure was an rotator cuff repair. Bone quality was decent, but not great. The burrs produced debris and tiny metal particles were left in joint.